Manufacturer narrative:
Updated annex d - conclusion desc 1 to d02 - cause traced to component failure

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the monopolar instrument fired on its own, without the surgeon pressing the foot pedal. The intuitive tech support engineer (tse) had the customer check the cabling; no cables were found to be crossed. The monopolar energy tone was heard when the instrument was firing. No errors were present. The tse had the customer unplug the external foot pedals to resolve the issue and continue with the case. There were no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned to failure analysis with no reported problem to search for in system logs. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. Additionally, a review of the internal erbe log showed no error codes. The erbe unit will be sent to the original equipment manufacturer (OEM) for further analysis. The complaint was not confirmed. The root cause of the reported event could not be determined. However, the cause is likely due to an electrical problem within the erbe.